Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported by the user that they experienced hypoglycemia post-prandial with a blood glucose level of 30 mg/dl on (B)(6) 2025 requiring medical intervention. The user was in the ER with intravenous glucose and was released the same day. No long-term health effects reported.